Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. Scratches and contamination were found on the commutator cap crossing the lines of contact between the rotational sensor springs and commutator cap. This damage caused rotational abnormalities, resulting in first prime ending earlier than expected after 34 pulses. Consequently, the firing flat was not lined up with the release bar at the end of second prime, preventing deployment of the needle mechanism.